Manufacturer narrative:
(B)(4). Records indicate this system remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock approximately 7 hours post implant. Two more inappropriate shocks were delivered the following day. The inappropriate shocks were believed to be due to air at the electrode site. Therapy was temporarily programmed off and will be programmed back on following retesting of sensing. No additional adverse patient effects were reported.